Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to touch. Reportedly, the customer was able to use only the quick bolus on the pump. There was no reported impact to customer's blood glucose level. During troubleshooting with tandem technical support the touchscreen did not function as intended. The customer would continue to use the pump for insulin therapy and had manual injections available.